Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error alarm due to j6 connector resistance issue. Device was monitored and no unexpected low battery alerts or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had receiver power error alarm and had a blank display. The customer¿s blood glucose level was163 mg/dl. The customer states display was blank but unable to troubleshoot due to no battery being avail. The insulin pump will be returned for analysis.